Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Customer service received the complaint from customer today regarding ethicon wound closure. Many are broken. The customer experiences that the suture breaks easily. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 5/1/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: did this issue contribute to any patient adverse event? No. Please provide the lot number. Sjbbjh and 1093u2. How many devices demonstrated the alleged deficiency in this single procedure? 4. When was the suture break (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify during use on patients. Please provide the source or name, email and title of external person providing answers to follow-up (external person submitting answers to sales rep) (B)(4). Is the product available for return? Yes. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: d4 (product code). The actual product code associated with this event is not known. The possible product codes are reported as follows product code sjbbjh product code 1093u2.